Manufacturer narrative:
(B)(4). Investigation summary examination of the returned confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) 2018. Plastic piece on bottom broke off. What action was taken/ required to manage the problem during the procedure: used the other one. No ae to patient. No delay to procedure. Female patient initials (B)(6).